Event description:
It was reported that during the laparoscopic sleeve gastrectomy, the surgeon used two gold firings and three blue. There was no bleeding at all. The following day after surgery the patient went back in due to bleeding. There seemed to be a lot of blood clotting all the way throughout the staple line. The surgeon went back in and over sewed.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional follow up from the rep: facility/hospital: (B)(6). Procedure: gastric sleeve. Instrument vigorously swished after every firing beyond the articulation joint? Yes. On what tissue type was the device used? At what location on the tissue? Stapler on gastric tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown. What color cartridge was being used? Gold and blue. What other color cartridges were used before and after this event? No. Were all the staples deployed? Unknown. If there was bleeding, how much? How many cc's? Yes there was bleeding, 1000cc was drained. Were the deployed staples formed completely? Deployment appeared normal. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Based on the photographs provided cannot determine a cause for the complication experienced during this procedure. Seven ecr60 reloads instead of the reported ple60a were received as follows: cartridges b, c, d, and e ecr60b batch# (B)(4); fully fired; good condition. Cartridge f ecr60b batch# (B)(4); fully fired; good condition. Cartridge g ecr60d batch# (B)(4); fully fired; good condition. Cartridge h ecr60d batch# (B)(4); fully fired; good condition. No functional testing could be performed due to the returned condition of the reloads.